Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a vial. Visual inspection found one haptic torn. Claim # (B)(4).

Manufacturer narrative:
Age or date of birth: unknown. Sex: unknown. Weight: unknown. Ethnicity: unknown. Race: unknown. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm micl12.6 implantable collamer lens, -11.50 diopter, within the same surgery due to the lens tore during insertion. There was no patient injury. The backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.